Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows: electrodes (4535m) poor conductivity problem. No pt got hurt because of our electrode, the only problem was that the doctors had to repeat the ecgs several times or even use another brand electrodes. This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because this issue would be likely to delay emergency cardiac care and/or render false ECG results leading to the necessity for medical intervention prevent permanent impairment or death.